Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: describe event or problem.

Event description:
Per additional information received, according to the reporter, the anvil was tilted after rotating the wing nut.

Manufacturer narrative:
(B)(4). User facility is listed in initial reporter.

Event description:
According to the reporter: during a laparoscopic low anterior resection procedure, after firing, the device was difficult to remove from the tissue, even though the user rotated the wing nut 2 times and clicking sound was heard. The device was pulled by force and the anastomosis site was torn partially. The donuts were completed but oozing bleeding occurred.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea¿ auto suture¿ circular stapler with dst series¿ technology (28mm - 4.8mm). This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.